Manufacturer narrative:
Phone number: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an allergic reaction 16 minutes after starting treatment for the first time with one unit of polyflux 210h dialyzer. The patient's blood pressure dropped to 73 mmhg. The treatment was discontinued with blood restitution and fluid replacement. The patient was switched back to a previous dialyzer and treatment was continued with no adverse events reported. No additional information is available.